Manufacturer narrative:
The product identification provided is incorrect. Manufacturing history for the part/lot combination reported could not be located. The following sections could not be completed as a result: expiry date. Manufacture date. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01987 and 01988).

Event description:
Legal counsel for patient reports that patient underwent total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reports that a revision procedure was performed on (B)(6) 2010, due to patient allegations of metallosis, soft tissue reaction, a periprosthetic fracture causing loosening of the femoral stem, and loosening of acetabular component. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Corrected data: correct lot number was provided.